Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced unspecified issues with the basal software resulting in increased blood glucose (bg) levels; bg values were not obtained. There was no reported adverse impact to the customer's bg level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.